Event description:
Patient came in requesting lip filler. Injector advised she dissolve, but patient requested just enough to add hydration. Injector used .2cc on revanesse lips+ on top right pillow on lower right pillow and added .1cc to piriform fossa on each side. Patient called last night saying she has had burning sensation since injection (one month prior ie. (B)(6) 2025). She did not report because she thought it would improve, but her lips still burn, and she has some pain when applying chapstick. Patient feels she is seeing some whiteness, but provider believes before and after color is consistent based on photos (not provided by the clinic). Event reported on 28-mar-2025. Internal report number: ccr-c-2512.